Manufacturer narrative:
On (B)(6) 2017 a revision procedure was completed where the l4 level screw was replaced and a cross connector was added. No additional patient information reported. No allegation of product malfunction or xrays provided to confirm the event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "...the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Benefit of spinal fusions utilizing any pedicle screw fixation system has not been adequately established in patients with stable spines. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. No allegation of product malfunction.

Event description:
On (B)(6) 2017, a patient underwent a 2 level extreme lateral interbody fusion at l2-l4 levels and a 2 level transforaminal lumbar interbody fusion at l4-s1 levels with medial lateral expandable interbody. During a follow up the patient expressed back pain, radiographs showed there was a loose screw and a fractured pedicle at l4 level.